Manufacturer narrative:
D.4. Lot number is unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during an si joint fusion procedure, the tip of a screw was stuck, and the driver became stuck in the screw. The driver was subsequently thrown into a metal box. The instrument broke during the attempt to remove a screw from a previous surgery. There were no patient symptoms or complications as a result of this event. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative that the driver was disposed.